Manufacturer narrative:
H.6. Investigation: nine photos and ten loose 10ml syringes were received and evaluated. It was observed two of the syringes had jammed stopper conditions, two of the syringes had collar damage, two of the syringes had damaged plunger rods, three of the syringe had missing scale markings, and one syringe had small black embedded foreign matter particles larger than level 3 in size, that appeared to be burnt plastic. All 10 of the syringes received were rejectable per applicable product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the jammed stoppers, damaged barrels and plunger rod defects are associated with the assembly process. The damage was likely due to jams at the assembly dials. The potential root cause for the missing scale defect is associated with the marking process. It was likely due to a jam at the marker. The potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly, a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer.

Event description:
It was reported bd 10ml syringe luer-lok¿ tip was damaged and was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: (B)(6) batch no: 0119211. It was reported that the syringes have broken plunger rods, broken tips, black dots on them, and missing scale markings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd 10ml syringe luer-lok¿ tip was damaged and was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 301029, batch no: 0119211. It was reported that the syringes have broken plunger rods, broken tips, black dots on them, and missing scale markings.